Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. It was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported.